Event description:
Follow up information identified the patient is on antibiotics. The patient was also sent to a wound care center but has not yet shown up for the appointments.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced erosion at the ipg pocket site, as the ipg is protruding from the patient¿s body. As a result, the physician explanted the scs system.